Event description:
Information received by medtronic indicated that the insulin pump was wet and was not turning on. Insulin pump had crack on the battery compartment. No harm requiring medical intervention was reported. Insulin pump was returned for analysis.

Manufacturer narrative:
(B)(4). Customer returned pump for an alleged cosmetic damage located at the battery compartment, blank display and exposure to moisture found on (B)(6) 2021. Insulin pump was received with a cracked battery tube threads and a cracked case-corner of belt clip rails near the battery tube compartment. Insulin pump was also received with a critical pump error (open book image) alarm. No blank display noted. Unable to perform the displacement test, rewind test, prime/seating test, basic occlusion test, force sensor test, occlusion test, sleep current measurement test, active current measurement test and self test due to critical pump error (open book image) alarm. Successfully downloaded firmware using crest. Insulin pump failed to enter recovery mode preventing download of history files and traces using thus, however, xtest was used to download bootloader traces. Per r&d engineer, the xtest bootloader traces do not provide the additional information. Suspecting the hw. Insulin pump was cut open to perform visual inspection and found corrosion on the electronic assembly, force sensor, motor or vibrator assembly noted. Test p-cap and reservoir locked properly into reservoir compartment during testing. The following were also noted during visual inspection: a pillowing keypad overlay, a scratched case and a serial number label fading. Cosmetic damage was confirmed at the battery compartment. Blank display not confirmed. Critical pump error (open book image) alarm confirmed. Per r&d engineer, critical pump error (open book image) alarm, suspecting the hw. Unable to download history files and traces confirmed. During visual inspection, found corrosion on the electronic assembly, force sensor, motor or vibrator assembly noted.